Manufacturer narrative:
Other relevant device(s) are: product ID: acc 960-537 arm articulating. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the articulating arm would not tighten. This was discovered outside of a case with no patient present during set-up.